Event description:
Patient presented to the physician with headaches, tongue weakness, slurred speech, difficulty swallowing, and ear pain. Physician prescribed steroids. Patient presented back to the physician with continued symptoms. Physician brought the patient into the or and removed the entire inspire system.